Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple events of "downstream occlusion!". A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the force sensor which was found out of calibration and lower than intended range. The force sensor is required to be calibrated to address the issue. Should additional relevant information become available, a supplemental report will be submitted.